Manufacturer narrative:
The patient weight was not available from the site. A medtronic field service engineer visited the site and tested the system. He determined the interconnect cable of the system needed to be replaced. A replacement cable was sent to the site and installed on the system. After cable replacement and routine calibrations, the system was fully functional. Issue resolved. Analysis of suspect mvs (mobile viewing station) interface cable assembly as follows: confirmed umbilical failure during bench testing. Cable passed 100t and continuity testing, but failed the gbit test. Minimal discoloration. Blue cat5 is not establishing connection. Electrical problem caused event. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when booting up the o-arm for a lumbar fusion case the pendant stated 'line not connected'. He checked that the umbilical was connected and the mvs (mobile viewing station) booted normally. After three re-boots the pendant still stated 'line not connected.' They discontinued use of the o-arm and proceeded with the case using a c-arm.